Manufacturer narrative:
(B)(4) date sent: 7/21/2016. Batch # unk additional information requested and received: what was the product code of the stapler? Plee60a. How much blood was lost (ml)? Negligible...maybe 1ml. Did the patient require a transfusion? No. The concern wasn't hemostasis as much as staple formation.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the reload was used as the first firing to create the sleeve, without buttress material. A few staples failed to form properly. They appeared to be in the row closest to the transacted tissue on both sides of the staple line. On the patient side about halfway (oozing observed) and also near the end and on the specimen side there was one at the end of the staple line. The surgeon is an expert user and didn't believe the tissue was any thicker than usual and he routinely uses a green reload without buttress as the first firing. Electro cautery was used to control the oozing area. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n54f7a. The analysis results showed that one gst60g cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Intra-operative photos were provided. Photo one and two show tissue with a staple line and what appears to be two unformed staples. Photo three shows a screenshot of the staple line on the tissue and a metal instrument can be seen at the lower left end. No visible bleeding was noted on the photos provided. Based on the photo evidence, unformed staples can be confirmed, however, the photos do not provide evidence relative to what may have caused the issue.